Event description:
The batteries are failing in about 6 months. As a result of rptr's dissatisfaction, a MFR's rep came to rptr's facility in 1/94 and added add'l chargers and new batteries. This did not correct the problem. Rptr's facility is following MFR's maintenance procedures, so they know it is not a maintenance problem. All of the failures have occurred during testing and no pts have been involved.